Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
It was reported that 20 minutes after the customer started using the ltf-s190-5, the endoscopic image on the monitor disappeared. The user rebooted the device and this phenomenon was resolved. The user continued using the device and completed the procedure. This phenomenon did not affect the procedure. The device was returned to olympus repair center, and it was found the following. The reported malfunction occurred when the bending section was operated. The insertion section had a failure due to some external factor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found following. The reported phenomenon was duplicated. The outer skin of the image sensor cable was partially broken in the universal cord. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the contact failure due to the broken outer skin of the image sensor cable.